Event description:
It was reported that during a new implant procedure, the tip of the helix was not able to retract back into the lead fully. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.